Event description:
The device was siriginally applied after a bunionectomy, tenotomy and capsulotomy and neuroma excision. Two dauys later tghe pt noted that two toes were discorolored. The device was discontinued and the pt was hospitalized. It was wsubsequently discovered that the pt suffers from cold agglutination.